Event description:
It was alleged that the irrigator leaked into the motor area from the bag. It was reported that the brown fluid dropped out of the bottom of the motor while clean fluid allegedly went into the pt.